Event description:
It was reported, the camera head had a bad image. It is unknown, when the error occurred. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The connection cable with connector and sealing had to be replaced. Based on the results of the investigation, it is likely, that the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.